Manufacturer narrative:
Concomitant medical products: (2)250ml baxter bag lot w9h08b1 exp nov20, 0.9% sodium chloride injection. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no patient information can be shared.

Event description:
It was reported that the IV infusion pump alarmed after 1 hour since it started and indicated that the programmed volume has been infused but the IV bag of rituximab 330mg/330ml still contains 65ml. The IV infusion pump was programmed manually. There was no patient injury.

Event description:
It was reported that the IV infusion pump alarmed after 1 hour since it started and indicated that the programmed volume has been infused but the IV bag of rituximab 330mg/330ml still contains 65ml. The IV infusion pump was programmed manually. There was no patient injury.

Manufacturer narrative:
The customer¿s report that the IV bag of rituximab still contained 65ml was not confirmed in the logs or replicated during testing. The source pump module was not returned, an inspection could not be performed. The source primary set was inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were observed with the primary set. The review of the pcu event log identified an infusion was programmed by user of rituximab on (B)(6) 2019 at 10:59:04 am rate:250ml/h vtbi:12ml. Initial infusion program completed to kvo. The infusion rate and vtbi was then changed 5 additional times which all completed to kvo. The vtbi alone was changed twice, in which both completed to kvo. The device was then channeled off by user. Total infusion time: 2 hours 49 minutes 52 seconds. Total volume infused was approximately 388.53ml. Functional testing showed no anomalies. The returned used administration set (model 2426-0007) was functionally tested. No irregularities or backflow was noted, and the rate accuracy with within specification. The concentricity was also found to be within specification. The root cause of the customer¿s report that an IV bag of rituximab still contained 65ml was not identified.